Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this transmitter was not reading spo2 at the central nurse station (cns), and the ECG waveforms were spiking and showing erratic lines. When the waveforms were spiking the numerics were going out. This was discovered during maintenance. Not in patient use. Investigation summary: the evaluation shows that this complaint is confirmed. The root cause of the reported issue is due to electronic failure. All affected components have been replaced with new parts. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 08/26/2025 emailed the bme for all information in the ni list above: the customer replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Org: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this transmitter was not reading spo2 at the central nurse station (cns), and the ECG waveforms were spiking and showing erratic lines. When the waveforms were spiking the numerics were going out. This was discovered during maintenance. Not in patient use.

Event description:
The biomedical engineer (bme) reported that this transmitter was not reading spo2 at the central nurse station (cns), and the ECG waveforms were spiking and showing erratic lines. When the waveforms were spiking the numerics were going out. This was discovered during maintenance. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that this transmitter was not reading spo2 at the central nurse station (cns), and the ECG waveforms were spiking and showing erratic lines. When the waveforms were spiking the numerics were going out. This was discovered during maintenance. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 08/26/2025 emailed the bme for all information in the ni list above: the customer replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Org: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.